Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the applicator needle of the adc device was missing. Due to this issue, customer indicated they could not apply sensor to monitor glucose and experienced symptoms of high glucose including vomiting and loss of consciousness. The customer self-treated with advil and was seen by a healthcare professional who administered insulin (dose/type unknown) for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (mfg date) have been updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the applicator needle of the adc device was missing. Due to this issue, customer indicated they could not apply sensor to monitor glucose and experienced symptoms of high glucose including vomiting and loss of consciousness. The customer self-treated with advil and was seen by a healthcare professional who administered insulin (dose/type unknown) for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.